Event description:
The customer reported that no treatment history was recorded in rt chart or the back up folder for 4 pts. The treatment queue shows 2 other pts treated when no tx was received. There was no serious injury reported as a result of this event.

Manufacturer narrative:
It is believed that this issue is attributed to user error rather than a malfunction, however this issue is still in the process of investigation and is not yet confirmed. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Additional f/u to this MDR is expected upon completion of the investigation.